Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Chipped third tooth from the middle / damaged front tooth, make a chip on front teeth / broke tooth [tooth fracture.] Infection - tooth [tooth infection]. Case description: a (B)(6) year old female consumer reported spontaneously via phone on (B)(6) 2017 that she used an oral-b power rechargeable toothbrush handle pro crossaction (pink pro 600) beginning on an unspecified date, only using it a couple of times. The consumer elaborated that the toothbrush had damaged her front tooth, chipping her third tooth from the middle on (B)(6) 2017 in the evening. The consumer visited her dentist, and he told the consumer that she had broken it and told her that she would need a root canal. The root canal was completed, and the consumer was given antibiotics on (B)(6) 2017 because of an infection. She reported that she didn't have the product anymore, and had discontinued use of it on (B)(6) 2017. The case outcome was not recovered/not resolved. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.